Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
The signal acquisition was difficult to obtain and the last reading on (B)(6) 2021 was only possible with significant intervention from the representative and was not reproducible. On (B)(6) 2021 it as noted that the sensor migrated from the left pulmonary artery to the right pulmonary artery. Since migration, it has not been possible to acquire a signal from the sensor.